Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed suite pc will not boot. The fse found that the cause of the reported problem was malfunction in suite pc, it was not booting up unit. The fse replaced the suite pc with new and restored software, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the suite pc will not boot. The device was not in clinical use. Philips has started an investigation of the complaint.